Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure phrenic nerve paralysis was noted on the right side. The case was completed successfully and no further patient complications have been reported as a result of this event.

Event description:
It was further reported that the phrenic nerve palsy (pnp) recovered one week post procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.